Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high impedances out of range. A fracture was confirm by fluoroscopy. No additional adverse patient effects were reported.